Event description:
The suture was used during an oopherectomy procedure. Reportedly, the suture broke and wound dehiscence occurred. The surgeon performed a re-operation on 8/28/1998 to correct the condition. The hospital has reported the pt's condition is satisfactory.